Manufacturer narrative:
(B)(4). Washer uncut the analysis results found that the device arrived in good visual condition with only 3 staples present and with the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or the firing sequence is not complete (plastic to plastic) staples could be deployed without completely forming and without cutting the washer. When either or both of these scenarios occur the device will not transect the tissue completely resulting in difficulties to remove the device. The device was reloaded with staples and tested for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, when the device was inserted and ready to be fired, the safety lock was released. During the firing process, the handle could not be approximated all the way (cannot reach "plastic to plastic"). Only a vain audible feedback was heard. Upon release of the handle, the device could not be removed and was stuck to the anus. Dissection around the stapler had to be done in order for the surgeon to remove it. The staple line was found to be incomplete with barely half of the staples successfully deployed. Some of the staples did not close properly (incomplete "b" formation) and was dangling on the hemorrhoidal tissue. It was bleeding profusely (due to cutting without proper stapling) loose staples had to be removed. Suturing was done to secure hemostasis around the staple line. No blood transfusion was needed. The condition of the patient immediately after the event was stable. Patient's recovery and condition are unknown at time of report.